Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the pump would be explanted on (B)(6) 2019.

Manufacturer narrative:
Analysis identified residue in the motor gear train and wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a foreign healthcare professional via a manufacturer representative regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 800.1 mcg/day via an implantable pump. The indication for use was not provided. It was reported that the pump went into motor stall and the critical alarm went off. The patient experienced "vegetative symptoms" of high temperature and cold sweating. It was noted that elective replacement indicator (eri) was expected in december that year. The physician decided to stop the pump and give the patient oral medication. A session report with the pump event logs was provided and showed the following events: on (B)(6) 2019 at 19:43 motor stall occurred. On (B)(6) 2019 at 11:04 motor stall recovery occurred. On (B)(6) 2019 at 04:46 motor stall occurred. On (B)(6) 2019 at 03:27 motor stall recovery occurred. On (B)(6) 2019 at 03:34 motor stall occurred. On (B)(6) 2019 at 03:34 stopped pump duration may exceed "tube set". It was reported that there was no electromagnetic interference (emi) or magnetic resonance imaging (MRI). Pump replacement was planned to occur within the next couple of months, but was not yet scheduled. The pump would be returned for analysis once replaced. No further complications were reported or anticipated.